Event description:
Resistance was encountered during the procedure. The coil [device in question] got stuck in the distal tip of the 4fr 0.038" lumen catheter. It was decided to retrieve both the catheter with the coil as no coil movement was possible. When the catheter was retrieved from the patient, the coil became "loose and went into bloodstream, artery". The coil was retrieved from the patient using a snare kit. Patient's anatomy was reported to be moderately tortuous, and patient's condition status is fine.